Event description:
Related manufacturer reference number: 2017865-2021-38859. Related manufacturer reference number: 2017865-2021-38860. It was reported that the patient had a pocket infection with inflammation and bleeding. The pacemaker system was removed and replaced. The patient was discharged.